Event description:
The customer reported that the separation set line was not connected to the soft cassette correctly which caused blood to leak from the opening. Not all the leur connections were tight, but there was no clotting observed in the channel or the return chamber. Patient ID and outcome are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used rika set containing blood was returned for investigation. Visual inspection confirmed the donor line was detached from the soft cassette bond socket. Minimal solvent was noted on the end of the detached donor line. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that confirmation was received that the air was noticed during the draw cycle and the customer pressed pause button at that time. No concern for air to donor for this event. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a used rika set containing blood was returned for investigation. Visual inspection confirmed the donor line was detached from the soft cassette bond socket. Minimal solvent was noted on the end of the detached donor line. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the separation set line was not connected to the soft cassette correctly which caused blood to leak from the opening. Not all the leur connections were tight, but there was no clotting observed in the channel or the return chamber. Patient ID and outcome are unknown at this time.